Event description:
During atrial septal defect (asd) repair, a 30mm gore cardioform septal occluder malfunctioned during deployment. The catheter did not separate from the device. Dates of use: (B)(6) 2018. Diagnosis or reason for use: atrial septal defect.